Event description:
It was reported that this lead was explanted due to inappropriate therapy delivered due to lead fracture.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Lumax 740 vr-t dx upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 96 months and 133 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Linox smart s dx 65/15 upon receipt the lead under complaint was found cut 13 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. A medial fragment (approximately 4 cm length) was not returned. An extraction aid was found in the distal lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragments. Approximately 8 cm proximal to the lead tip the insulation was found damaged due to wear. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a cut into the insulation 29 cm proximal to the lead tip, a ruptured insulation from the proximal ring electrode of the atrial dipole, a deformed rv shock coil and a bent fixation helix, most likely resulted from the extraction procedure. The manufacturing processes for these devices under complaint were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.